Event description:
It was reported that during a ptca treatment procedure, the quantum maveric monorail 20/2.5 mm balloon ruptured at 12 atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, stenotic lesion in the left anterior descending (lad) coronary artery. The quantum maveric monorail 20/2.5 mm balloon was removed and replaced with an unspecified 3.0 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.